Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient faced similar events where infusion set tubing detached from connector on 22-july2024 and 23-july-2024. The first set was used for a day and a half and the second set fell off straight away. Patient replaced infusion set and resumed insulin successfully. No further information available.